Event description:
Customer reported the x-ray tube is arcing. No patient injury was reported.

Manufacturer narrative:
The ge rep evaluated the system and replaced the x-ray tube. System operates as intended.